Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device failed to recognize the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the associated electrode pads were disposed of.

Manufacturer narrative:
Zoll medical UK evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device logs indicate that the device recognized the attached pads. However, the device was never switched to pads view once the patient was connected. There is no evidence in the log of an attempt to analyze, charge, or discharge. There is no evidence to suggest that the pads were not detected or that the device was not capable of delivering therapy. The associated electrode pads were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.